Event description:
Caller states a pt pt received result of 56 mg/dl on the sensor system, and result of 36 mg/dl on the performa system. Pt was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in foreign country. This medwatch report is for the suspect device used in the sensor system (lot # and expiration date unk).